Event description:
Device shows shock delivered with 0j energy due to low shock impedance. Shock appears to have been delivered. Device remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Device was explanted on (B)(6) 2021. The ICD under complaint was returned and subjected to an extensive analysis. The ICD was interrogated. Interrogation could be properly performed and revealed the bos battery status. An amount of three charging cycles was recorded in the devices memory. The memory content of the device as well as the returned data was inspected. The inspection showed that a charging cycle on december 20th, 2021 was aborted, as expected, due to the detection of an external short circuit in the shock path, which might have otherwise damaged the ICD. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the antenna due to an individual error during assembly of the device header of this particular ICD. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.

Manufacturer narrative:
Device was explanted on (B)(6) 2021. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. Inspection of the iegm from december 20th, 2021 between 09:29 h and 09:31 h confirmed the clinical observation. Intrinsic heart signals led to high rate detection with a corresponding charging cycle of the high voltage capacitors. The shock delivery was aborted, as expected, due to the detection of a short circuit, which might have otherwise damaged the ICD. The impedance trends showed normal impedance values. However, the sensing amplitudes showed significantly lower values for the atrial amplitude after the aborted shock. In conclusion, the ICD was not returned for analysis. Based on the returned data, it is reasonable to assume that the clinical observation resulted from a damage of the lead or the ICD.